Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 07-jul-2025 in the b.5. Field. This is a downgrade report that no longer meets the criteria for expedited reporting.

Event description:
Lilly case ID: (B)(6) this report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerns a female patient of unknown age and origin. Medical history included diabetes. Concomitant medication included insulin glargine (lantus) for unknown indication. The patient received human insulin (rdna origin) injections (humulin), unknown formulation, with an unspecified reusable pen. Dose, frequency, route of administration, indication of use, and therapy start date were not provided. On an unknown date, human insulin did not adequately control her blood glucose and, as a result of diabetes and of the lack of drug effect of human insulin for few years, she had a visual loss, her macula grew to the point where she required an implantation of a toric lens in one eye, and a common lens in the other because of cataracts (lot unknown, (B)(4). She also had a wound that necrotized in her leg, and which almost resulted in the amputation of it, but she managed to save it with 100 hyperbaric sessions. The events of visual loss and necrotized wound were considered serious by the company due to its medical significance. On an unspecified date she discontinued human insulin therapy and on an unknown date she began insulin lispro (rdna origin) injections (humalog) via cartridge with a humapen ergo ii reusable pen. Dose, frequency, indication for use, route of administration, and therapy start date were not provided. On an unknown date while on insulin lispro therapy she had difficulty dealing with the pen, especially when the insulin was at the end of the dosage ( lot number: d797512, (B)(6), the pen did not lock and one day she applied in the morning and then in the afternoon and night and did not notice the pen had no medicine but it had been working normally, as if insulin had been injected (possible missed dose). Information regarding further corrective treatments, outcome of the remaining events and insulin lispro therapy status was not provided. The patient was the operator of the huma pen ergo ii, and her training status was not provided. The device model duration of use and suspect device duration of use was two months. The suspect device was available, and its return was expected. The reporting consumer did not provide an opinion of relatedness between the events and human insulin therapy, the insulin lispro therapy, or the humapen ergo ii device, but related the maculopathy, the wound necrosis, the cataracts, and the blood glucose abnormal events to diabetes and the lack of drug effect. Edit 25jun2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 10-jul-2025: additional information was received from the reporting consumer on 07-jul-2025, added human insulin and insulin lispro as suspect drugs, insulin glargine as concomitant medication, diabetes as medical history, the serious events of vision loss and wound necrosis and the non-serious events of blood glucose abnormal, maculopathy, cataracts, lack of drug effect and drug dose omission. Deleted medwatch and european and canadian (EU/ca) fields since the serious events were not associated to the use of the humapen ergo ii. Updated case and narrative accordingly. Edit 11-jul-2025: upon internal review of the information received on 07-jul-2024 update statement was corrected to reflect the addition of the serious event of vision loss and the non-serios event of lack of drug effect. No further changes were made to the case. Edit 18-jul-2025: product complaint for the reported lack of drug effect was received, narrative updated. No further changes were made to the case. Edit 05-aug-2025: updated medwatch and european and canadian (EU/ca) fields to include follow-up downgrade information for expedited device reporting.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous device only case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerns a female patient of an unknown age and origin. Medical history and concomitant medication were not provided. The patient received unspecified insulin via a reusable pen (humapen ergo ii), beginning on an unknown date. Information regarding dose, frequency, route and indication of use was not reported. On an unknown date, after starting unspecified insulin therapy, she had visual impairment, and unspecified insulin did not adequately control her blood glucose, which almost resulted in the amputation of one of her legs. She had difficulty dealing with the pen, especially when the insulin was at the end of the dosage (pc number: (B)(4), lot number: d797512). Therefore, currently, she started using insulin glargine (lantus) and insulin lispro (humalog), and these were effective. The event of blood glucose abnormal was considered as serious by the company due to medically significant reason. Information regarding corrective treatment, outcome of the events and the status of unspecified insulin therapy was discontinued. The operator of the device was patient, and her training status was unknown. The device model duration of use and suspect device duration of use was not reported. The status of suspect device was not reported and its return status was not provided. The initial reporting consumer related the event of blood glucose abnormal with unspecified insulin therapy while did not provide relatedness assessment of the remaining event with unspecified insulin therapy. The initial reporting consumer did not provide relatedness assessment of the events with humapen ergo ii device. Edit 25jun2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed, as necessary.